Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Customer reported that pump's bolus settings were entered incorrectly. Customer's blood glucose was 247 mg/dl. Tandem technical support advised that the customer review settings with physician to ensure the pump settings are correct.